Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, lot#: hg4utq512, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving gabalon (concentration: unknown, dose rate: 320 mcg/day) via an implantable pump for spinal cord injury. It was reported that a serious (critical) pump alarm occurred. On (B)(6) 2022, the pump alarm sounded twice. Afterwards, the alarm did not go off and there were no changes in symptoms observed. The patient visited the hospital to check the situation. As per the logs, a critical alarm was confirmed regarding pump motor stop occurred on (B)(6) 2022 at 16:10. Also per the log, recovery from pump motor stoppage occurred on (B)(6) 2022 at 16:28. It was further reported that the patient had indicated she changed her position at that time, but there was no other related device in the vicinity that could affect the pump; only a friend's mobile phone was present. After that, the alarm did not sound and there were no problems with the symptoms, and the patient was to be monitored. The event was related to the pump. The causal relationship to drug, catheter, or programmer was unrelated. Regarding outcome of the event, it was noted as recovered and the date of outcome was 2022.